Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting address state: (B)(6). E1: reporting institution phone: # (B)(6). E1: reporter phone # (B)(6).

Event description:
It was reported the intellivue x3 monitor has no audio from alarm speaker. The device was not in use on a patient. There was no report of patient or user harm.

Event description:
Philips received a complaint on the intellivue x3 indicating that there was no audio from alarm speaker, and the fault was intermittent. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A defective on arrival (defoa) process was opened to address the customer's issue. The device was returned through the defoa process to the factory for further evaluation. The engineer performed an evaluation/analysis and reproduced the failure. The engineer found that the speaker box assembly was defective. The serial number was scrapped, and the good parts were reused. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue.